Event description:
It was reported that the target lesion was a concentric de novo stenosis in proximal lcx, with mild tortuosity and no calcification. When the guide wire was torqued at the lesion, the tip stuck and separated approximately 7 to 8 cm from the distal tip, and the coil stretched. The separated guide wire tip was retracted without difficulty and no medical intervention was reported.